Event description:
In 2009, the patient reported she switched to her backup insulin infusion device and continues to experience air bubbles in the cartridge. She said, at 11am her blood glucose was 118 mg/dl and at 3:30pm she noticed lots of "champagne size" air bubbles in the insulin cartridge. She said, she had an elevated blood glucose of 340 mg/dl. She disconnected from her infusion device and primed out the air bubbles. At 4:39pm she reconnected to her device and her blood glucose was 151 mg/dl. The patient stated the air bubbles may be caused by her insulin. She said she has met with her trainer recently who said she is using the proper techniques to prevent air bubbles. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.